Manufacturer narrative:
(B)(4). D10: cat# 00801802802, lot# unk femoral head sterile product do not resterilize 12/14 taper. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 27 years later due to liner wear. Attempts have been made, and no further information has been provided.

Event description:
It was reported that the patient underwent an initial bilateral a total hip arthroplasty. Subsequently, at a follow-up, patient reported right hip pain over the last five years and underwent a revision approximately 25 years post-implantation due to poly wear. During the procedure the surgeon encountered significant synovitis, the liner was found oxidized and eccentric. The head, liner, and locking ring were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; a4; b5; b7; d5; g3; h2; h6. D10: unk trilogy spiked cup 56mm unk versys stem 15mm std.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed. The patient reported hip pain over five years. A revision was performed and poly wear was identified. The liner and head were explanted and replaced. A definitive root cause cannot be determined for the wear and pain. No problem was found with the device in relation to the synovitis. After review by a hcp, it was determined to be not device related. This complaint was confirmed based on the provided medical records. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.